Manufacturer narrative:
Date rec¿d by MFR : 28may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 22jun2019. Date of report: 24jun2019. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was subjected to various tests and it was determined that the ul_lr and ur_ll resistance was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 24jun2019. Date of report: 24jun20190. The correct serial number for this device is: (B)(4) submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the lower left corner of the touchscreen was unresponsive. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. Event date not specified, estimate used.